Event description:
It was reported by the rep that during a left vats lobectomy, the device was placed around the inferior pulmonary vein and after waiting 10 seconds it was fired. The vein was completely cut and two staples two-thirds of the way down the staple line dehisced and were malformed. Surgipro suture was used to control the bleeding. Additional information provided from the surgeon: a few couple 100cc of blood was lost from the patient; it was controlled with surgipro suture. The patient did receive a blood transfusion, however, surgeon cannot confirm if a blood transfusion was the result of the issue with the device. Staples fired but pulled through. The surgeon states he may have pushed the device too far. Middle and distal third is where the staples came loose.

Manufacturer narrative:
Information anticipated, but unavailable at this time.